Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as neither a catalog nor lot number was provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a healthcare worker received a needle stick injury while attempting to activate the safety mechanism on an unspecified bd insulin needle. It is unknown if the clinician received any medical intervention.